Event description:
It was reported that the patient did not have any pre-existing conditions that contributed to their death. The vad team does not believe that the patient''s death was device or therapy related. The lvad was disposed of.

Event description:
The patient was implanted with a left ventricular assist device. Information was provided to the manufacturer through their device tracking system indicating that the patient experienced an ischemic stroke and expired. No additional information was provided.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device because it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 1yr. 11 mo. Additional information was requested but has not been provided. At this time the device is not expected to be returned for analysis. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed.